Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed multiple instances of the driveline being disconnected, resulting in system stops; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, low flow alarm flags were captured in the submitted log file; however, a specific cause for this finding could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, and what action(s) should be performed when they occur. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Heartmate ii lvas patient handbook is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was noted to have multiple no external power, low flow alarms, low speed advisory, pump off, and driveline disconnect alarms on various dates. Log files were sent for review. The log file appeared to indicate that the system controller had been in use since (B)(6) 2024. Following the initial connection alarms, the pump resumed the programmed set speed. Clusters of low flow hazard events were recorded between (B)(6) 2024-(B)(6) 2024. These flow readings did not appear to be the result of any external equipment malfunction. The controller appeared to have lost external power on (B)(6) 2024 while utilizing the mobile power unit (mpu). The controller did switch appropriately to the external backup battery (ebb) when external power was lost. The alarms resolved once external power was restored. Additionally, the data that was reviewed showed a transient power/flow elevation on (B)(6) 2024. The elevation did not appear to be a result of any equipment malfunction and was most likely patient related. Based on the data visible the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.